Event description:
It was reported that a motor stall was confirmed in the attention dialogue box. The motor stall event was not in the event logs. The patient reported having an MRI several weeks prior; no motor stall messages were observed in the log history. The patient was in clinic for a refill; no clinical issues or audible alarms were reported. The actual reservoir volume was equal to the expected reservoir volume. The hcp reinterrogated the pump for a third time and the motor stall message did not appear in the attention dialog box of the pump status. The pump contained hydromorphone 25 mg/ml, bupivicaine 20 mg/ml, clonidine 1000 mcg/ml and fentanyl 1000 mcg/ml. The patient also had a patient therapy manager activated.